Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. Pocket manipulations were performed which were able to reproduce the out of range pacing impedance measurements. Noise was also able to be created. Pacing threshold measurements were stable. An x-ray did not reveal any gross abnormalities. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated. Additional information received indicated that the high out of range pacing impedances were detected on the right atrial lead not the right ventricular lead. No further evaluation has been performed as it is not impacting the patient in any way. The patient planned to be seen at the next routine follow-up appointment.

Manufacturer narrative:
Additional information received indicated the pacing impedance measurements continued to fluctuate from normal limits to greater than 2,000 ohms. Most recently the ra impedance measurements were consistently greater than 2,000 ohms. The atrial lead was turned off and the device was programmed to vvi mode.

Manufacturer narrative:
Additional information received indicated the ra impedances continued to fluctuate, however were currently measuring 600 ohms. Initially there were no ra sensed beats on the electrogram (egm) but there were ra paced events present. It was further reported the ra egm was noise.